Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6949 implantable tachy lead implanted: 2007 (B)(6); product ID 5076-45 implantable pacing lead implanted: 2007 (B)(6); product ID bi-ventricular defibrillator implanted 2007 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was inactivated and removed due to twiddler's syndrome. No patient complications were reported as result of this event.